Event description:
This case was reported via regulatory authority (B)(4) on 03-mar-2017. This spontaneous case was reported by a physician and describes the occurrence of device breakage ("during placement, the surgeon noticed a "tear" / an abnormality of the catheter") in a female patient who had essure (batch no. 627440) inserted. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device breakage. At the time of the report, the device breakage outcome was unknown. The reporter provided no causality assessment for device breakage with essure. Company causality comment: this spontaneous case report refers to a female patient who, during essure placement, the surgeon noticed a "tear"/an abnormality of the catheter. He immediately stopped the procedure. The event, seen as device breakage, is anticipated in essure's reference safety information. Based on the nature of the event and also based on the fact that it occurred at time of insertion, it was assessed as related to essure. This case was regarded as other reportable incident as, although the device breakage did not lead to death or serious health deterioration, this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information are expected.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This case was reported via regulatory authority (B)(6) (reference number: (B)(4)) on 03-mar-2017 and additional information was received on 23-oct-2017. This spontaneous case was reported by a physician and describes the occurrence of device breakage ("during placement, the surgeon noticed a "tear" / an abnormality of the catheter") in a female patient who had essure (batch no. 627440) inserted. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device breakage. At the time of the report, the device breakage outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 24-oct-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.826 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.